Event description:
When doing the first closing count it was noted that one of the surgical indicators was missing from the sponge. It appeared that the blue loop fell off and the data matrix label came off leaving some pieces behind embedded in the cement.======================manufacturer response for lap sponge, surgicount lap sponge (per site reporter).======================since the loop, the radiopque x-ray strip and data matrix tag label was inadvertently placed in contact with bone cement that cure during the case, this was a use condition for which they cannot assure the integrity of the sponge as they have not been designed or tested to be in contact with the curing bone cement.